Event description:
A medtronic representative reported the site alleged their fusion navigation system was inaccurate 3-4 mm. They re-registered the patient, but still felt inaccurate. The surgeon proceeded with the case and completed with the use of navigation. No negative impact to the patient outcome was reported.

Manufacturer narrative:
Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. Unable to determine root cause with information provided. It is suspected that a change in anatomy due to septoplasty being performed caused the anatomy to no longer match the patient's scan.

Manufacturer narrative:
No files have been received by the manufacturer for investigation. Software has not been evaluated as of the date of this report.